Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's device had premature depletion due to high thresholds on the right ventricular (rv) lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.